Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent an arthroscopy and then was revised due to pain, swelling, tightness, limited mobility as well as femoral loosening and tibial lucency.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. The returned tibial device exhibited signs of use. Both posts were cut short on the inferior side. Superior side was gouged, and the inferior side had foreign material in the pad. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action. No further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2016-04167.